Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted life scan in 2007 and alleged that his one touch ultra meter was giving the error 2 message. The medical affairs specialist was not able to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that he experienced fatigue, and shakiness at the time of concern. He was unable/unwilling to answer if he had tested during the symptoms or if he took any actions, following the attempted use of the meter. He received assistance from the emergency room and his blood glucose was tested on another device with result of 378 mg/dl. He was treated with insulin. The patient had refused to provide further information regarding the medical attention he received. At time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct. However, it was discovered that the test strips were expired (use error). This complaint is reported because, the patient alleged that the meter was displaying the error 2 message, he experienced symptoms, and was treated with insulin at the emergency room. A replacement meter, control solution, and test strips were sent to the lay user/patient.